Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) results were obtained from non-vitros, mas quality control (qc) fluids when tested using vitros lac slides lot 3530-0112-3436 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros lac quality control results is most likely a suboptimal calibration. The calibration parameters from the day of the event ((B)(6) 2020) of vitros lac reagent lot 3530-0112-3436 were atypical compared to the database values. Following a recalibration event, qc results returned to expectations. The cause of the suboptimal calibration is unknown. It is unknown if the customer prepared the calibrators as directed or how the calibrators were handled prior to the calibration event on (B)(6) 2020. Calibrator fluid preparation or handling is a possible contributor of the suboptimal calibration, however it could not be confirmed or ruled out. Although precision testing was not performed on the vitros 5600 integrated system an instrument related issue is not a likely contributor of the event as qc results have been precise and within expectations since the recalibration event. Additionally, qc results were returned to expectations after a recalibration event without any prior troubleshooting actions being performed on the instrument. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3530-0112-3436. (B)(6).

Event description:
A customer obtained higher than expected vitros lactate (lac) results from non-vitros, mas quality control (qc) fluids when tested using vitros lac slides lot 3530-0112-3436 on a vitros 5600 integrated system. Mas lot chu21111a result of 2.22 mmol/l vs. The expected result of 1.20 mmol/l mas lot chu21113a result of 10.82 mmol/l vs. The expected result of 5.80 mmol/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros lac results were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint (B)(4).